Manufacturer narrative:
Upon receipt of additional information it has been determined that this is not a complaint.

Event description:
Upon receipt of additional information it has been determined that this is not a complaint.

Manufacturer narrative:
(B)(4). Medical product: catalog #: unknown, humeral head, lot # unknown. Catalog #: unknown, glenoid, lot # unknown. The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01527 and 0001825034-2021-01529.

Event description:
It was reported that a patient underwent a left shoulder arthroplasty on an unknown date. Subsequently, the patient is being considered for a pmi product on an unknown day for an unknown reason. Attempts have been made and additional information on the reported event is unavailable at this time.